Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient had been experiencing sensor issues. It was stated that the patient's skin was red due to the tape on the sensor, and she sought out medical assistance due to these issues. Nothing further was reported at this time.